Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that after wearing a tampon for four hours, upon removal the tampon pledget unraveled and fell apart. She had to manually remove the pledget pieces. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.